Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary intervention, crossing difficulty occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous right coronary artery. The 2.25mm x 16mm promus element plus stent was advanced but was unable to cross the lesion. The procedure was not completed since same device was unavailable. No patient complications were reported and the patient's status is good. However, returned device analysis revealed hypotube break.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by manufacturer: a visual examination identified a hypotube break 158cm from the catheter strain relief. The hypotube was being held in one piece be the hypotube sheath/coating. Hypotube kinks were also present at various locations along the hypotube. Hypotube kinks and breaks are consistent with excessive force being applied to the device during handling/use. No other damage was noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).